Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Updated fields: , h2, h3, h4, h6 and h10 corrected field: d8, e4 the device was not returned for evaluation and customer allegation could not be confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Since the device is more than 15 years old, the device history record was unable to be reviewed. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had no image. The issue occurred during preparation/prior to sedation. There was no patient involvement.

Manufacturer narrative:
The device was not returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had no image. The issue occurred during preparation/prior to sedation. There was no patient involvement.